Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (244 mg/dl). Reportedly, the pump settings needed to be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer delivered a bolus to bring bg levels to target range.